Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm during the basic occlusion test and was unable to prime at 4.0lbs during the prime/compromised force sensor system test due to moisture damage inside the force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm a few weeks ago when he was loading the insulin pump. Customer has been using it until recently and he got the alarm again this morning. Customer's blood glucose is 158 mg/dl. Customer stated that insulin was squirting out during the manual prime process. Customer was stuck in a loop so he filled a new reservoir and infusion set. Customer stated that then he could get out of the loop. Customer stated that he was wearing the pump during priming. Customer stated that the insulin squirted out but did not continue to drip. Customer stated that the numbers did not ramp up and the drive support cap appears normal. Customer was advised to revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.